Manufacturer narrative:
Combination product: yes.

Event description:
Rv lead recording showing rv lead noise. Short interval trend graph also showing increase in short intervals since the 14th. Recommended isometric testing and discussion with md. Device remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.